Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye hd ii video telescope had a pink image showing. The issue was observed during reprocessing and there was no patient or procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was due to a defective video cable. The cause of this defect is considered a known malfunction, and was determined to be due to the following: 1. Cable pins of the odu connector [odu is a brand name] are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig 5016938 not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process at the manufacturer was not up to date [at the time of manufacture of this device]. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. There are no further countermeasures necessary with respect to the described issue, because the associated risk is acceptable. This was a known issue that was addressed with countermeasures and corrective actions to improve the soldering joints of the related product. The manufacturer will continue to monitor the occurrence rate in the context of its quality management system. If necessary, the manufacturer will take further action in the future. Olympus will continue to monitor field performance for this device.